Manufacturer narrative:
The meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6) 2011 the meter passed all testing with no faults found. On (B)(6) 2011 the test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was giving inaccurate high control readings. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 7pm. According to the csr's documentation, the patient reportedly obtained control readings of "143 and 147mg/dl" and the range on the vial of test strips she was using was "104-139mg/dl". Prior to the start of the alleged issue (date/time unclear) the patient reportedly experienced symptom(s) of low blood glucose; however, the patient's symptom(s) is not specified and the patient's blood glucose result (with the subject meter) at the onset of her symptom(s) is unclear. At the same time of the alleged meter issue, the patient reportedly was administered IV glucose by the emergency medical services (ems). The reason ems was contacted is not specified and the patient's blood glucose result (with the subject meter) prior to contacting ems is not known. According to the csr's documentation, 45 minutes after the alleged issue began the patient obtained a blood glucose result of "60mg/dl" with the subject meter and consumed more food and/or drink. During troubleshooting, the csr confirmed the patient was using the proper testing technique and the subject meter was set to the correct unit of measure setting (mg/dl). However, the csr noted that the patient did not have the control solution available. The alleged issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: although it is unclear what the patient's blood glucose result was prior to the start of the alleged issue, the patient was reportedly treated by an hcp for severe hypoglycemia after the alleged issue began.